Event description:
Philips received a complaint on the v60 ventilator indicating that the device shut down on its own and came back on. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that following the device issue, the ventilator was swapped without any patient issues. The customer confirmed that there was an error code in the event log. The customer stated that they ran the device for several hours after the event and there were no further issues observed. The rse and customer reviewed the manual, and it was advised that no further action was required. A good faith effort (gfe) response from the customer received, it was stated that the patient information was unknown, and it was confirmed that there was no effect and no harm to the patient or staff as a result of the device issue.